Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The patients cause of death was reported to be atherosclerotic coronary artery disease. No additional information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.